Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that the customer's blood glucose level was 172.8mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test and unable to prime during the prime, compromised force sensor test due to faulty sensor resistor. The insulin pump passed the displacement test. Unable to confirm compromised force sensor alarm or perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. The insulin pump was received with missing end cap sticker.